Event description:
It was reported that the patient had an advance sling implanted and the patient's incontinence continued after the sling was placed. It was indicated that the level of incontinence was greater than baseline. No additional patient complications have been reported in relation to this event.